Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer system, st was locking to the drive and had to be pried off to remove it. It was able to be used for the last distal. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).